Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump still pumping after being turn off. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the pump still pumping after being turned off was not verified or reproduced during evaluation. The device was tested by programming an infusion and it was observed to stop infusing when powered off. The device was found in specification and no component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.